Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 354 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 232 mg/dl using truemetrix meter and 275 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 354 mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 354 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 232 mg/dl using truemetrix meter and 275 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 221mg/dl (B)(6) 2016 02:01 pm fasting: yes; 312mg/dl (B)(6) 2016 10:08 am fasting: yes; 354mg/dl (B)(6) 2016 10:06 am fasting: yes; 317mg/dl (B)(6) 2016 06:42 am fasting: yes; 264mg/dl (B)(6) 2016 10:47 am fasting: yes. Memory concerns: 354mg/dl.